Manufacturer narrative:
The returned tracheal tube was received and evaluated for the reported "chipped/cracked connector". The failure mode was confirmed in the received sample. The sample showed damage in the part between the connector and the flange. The reported failure mode can be reproduced but not replicated under a change of parameters. This mark is considered an isolated condition. (B)(4).

Event description:
It was reported by a customer in (B)(6) that, during patient use of a pediatric tracheostomy tube, the device connector's base was found to be cracked. The requirement of re-cannulation is unknown. There was no reported patient injury.

Manufacturer narrative:
The device is expected to be returned for an evaluation. However, it has not yet been returned. (B)(6).